Manufacturer narrative:
According to the user's wife, the stairlift was parked at the bottom landing. If the stairlift was stored correctly, then the seat and armrests would have been folded up and the key would be on the upside of the carriage. In this position, there is enough clearance to safely approach the stairlift without coming into contact with the key. Although the stairlift contributed to the user's injuries because he fell into the carriage, there are no design, manufacturing, or product malfunction issues with the stairlift. Acorn will not be taking any further action at this time.

Event description:
The user's wife contacted acorn stairlifts, inc. (Acorn) on (B)(6) 2021, because her stairlift was not working. During the phone call she stated her husband cut his right ear when he fell into the stairlift. On (B)(6) 2021, the user was walking to the stairlift (with the assistance of his daughter) when he lost his balance and fell forward. The user's head hit the top safety cover of the stairlift and broke off the key. The user was taking to the hospital and received four stitches.